Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient experienced unspecified swelling, bloating and didn't go to the bathroom. The pt experienced peritonitis manifested by a cloudy drain bag. Two days later, the pt was hospitalized for the peritonitis. On an unreported date, the pt began treatment for the peritonitis with unspecified antibiotics. Four days later, the pt was discharged from the hospital. The cause of peritonitis was reported to be due to touch contamination by the pt. At the time of this report, the pt had not recovered from the event and the patient¿s current antibiotics were being changed because the pt was not improving (antibiotics unspecified). At the time of this report, dianeal therapy was ongoing and the pt was in the process of being re-trained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). On the same day as being admitted to the hospital, the patient (pt) experienced unspecified swelling, bloating and unable to go to the bathroom. The symptoms of bloating and swelling were attributed to the hp being constipated. The pt was admitted to the hospital for these events as well as the peritonitis and was discharged two days later (previously reported hospitalization as four days). Should additional relevant information become available, a follow-up will be submitted.